Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Device codes: 2017 labeled internal file number - (B)(4). Correction: (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. During testing, the device inflated and deflated per specification. The reported difficulty removing the balloon dilatation catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The coronary dilatation catheters (cdc), nc trek rx instruction for use instructs that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 15 mm nc trek is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure of the left anterior descending artery, a 3.5 x 15 mm and a 3.75 x 8 mm nc trek balloon catheters were used and could not be deflated. Multiple attempts pulling negative pressure and using different size syringes achieved partial deflation. Force was used to remove the devices from the anatomy. During removal of the 3.75 x 8 mm nc trek, the non-abbott guide catheter was pushed distally in the artery and damaged/crushed the implanted stent. A different stent was used as treatment of the damaged stent. No additional information was provided.